Event description:
A cgm error 42 was reported by the customer. The recorded blood glucose level was not mentioned, but there was no indication of any adverse impact. The customer contacted technical support, who guided them through a complete pump reset. After the reset, the error did not reoccur, and the customer successfully started their sensor session.